Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013176, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013176". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013176 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 05-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly lot 5d03443 was manufactured according to the wi version 29 and on 05-may-2025, with a total of (B)(4) units. The sub-assembly lot 5d04727 was manufactured according to the wi version 29 manufactured in the machine 04 and 08 on 03-may-2025, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in austria it was reported that the patient faced bent cannula event due to which patient faced hyperglycemia event and went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 540 mg/dl at the time of event and the patient got treated with manual injection insulin pen. Patient experienced the symptoms of feeling sick and unwell during the time of the event. The patient faced hospitalization/emergency medical treatment due to diabetic ketoacidosis. The patient faced high ketones and the value was 4.8. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.